Event description:
Per the audiologist, the patient reported pain and non auditory stimulation. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Patient was explanted six months later, and the patient was reimplanted with a new device during the same surgery.